Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11062. It was reported that a pericardial effusion occurred and subsequently the patient expired. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed in the laa successfully. Shortly after the procedure, a pericardial effusion appeared. Pericardiocentesis was performed and 400 ml of fluid was withdrawn. The pericardial effusion reappeared and another 400 ml of fluid withdrawn. A thoracotomy was performed; however, the patient expired "some" hours later in the intensive care unit.